Event description:
It was reported that the patient's physician informed them post-implant of the cardiac resynchronization therapy defibrillator (crt-d) that it was a difficult implant procedure. The patient thought that while pushing the cardiac resynchronization therapy defibrillator (crt-d) device in, the physician may have torn or otherwise have caused the device to break, thus causing the device to leak. The patient also mentioned that they developed soft tissue around the device and was told originally that it was tissue that was misplaced by the device. Later, they were told by their physician that their body was rejecting the device. Then, about a year post-implant the patient had a positron emission tomography (pet) scan revealing cancer in their lungs. The cancer was biopsied and the patient was diagnosed with mesothelioma. Prior to the device implant, the patient had had a computed tomography (CT) scan which was clear of any type of abnormality. The patient was also diagnosed with triple negative breast cancer post-implant of their device. The patient was advised to continue working with their physicians. Additional information was requested from the patient's following physician, however, it was noted the patient was seen by another cardiologist at an unknown location and additional information was not able to be obtained. The cardiac resynchronization therapy defibrillator (crt-d) device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.